Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar xl device, using a pre-close technique, via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was a defect in white sutures so that they somehow fixed the device in place. Many attempts were made to remove the device but the white suture prevented device removal. The sutures were removed, the device was removed and the procedure was continued. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use- indications for use: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device operates differently than expected (sutures fixed the device in place) and difficulty removing the device was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar device operates differently than expected (sutures fixed the device in place) and difficulty removing the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.